Event description:
The reporter indicated that the lead electrodes were too small for the nerve, causing the patient to experience constant hoarseness. It was also reported that the vns system had not yet been turned on. Revision surgery was performed to replace the lead (2.0mm) with a larger one (3.0mm). During the revision surgery, fibroses was observed and the vagus nerve was found to be visibly inflamed. Following the replacement surgery, the patient's voice was better within two to three days. The hoarseness has reportedly resolved completely. No further complications have been reported to the manufacturer. The lead was returned and analyzed. Product analysis summary: continuity checks of the various lead sections were perfromed with no discontinuities identified. The condition of the lead portions returned is consistent with conditions that typically exist following an explant procedure. No coil breaks were found. No other obvious anomalies were noted. Based on the product analysis findings, there is no evidence to suggest an anomaly with returned portions of the lead which may have contributed to the reported event.